Event description:
It was reported that right ventricular (rv) sudden high pacing lead impedance was noted on home monitoring. Lead fracture was confirmed under x-ray. The lead was explanted but not re-implant. The patient is in stable condition.